Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press, often requiring multiple attempts to activate the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery.